Manufacturer narrative:
The screw could not be evaluated as it was not returned for analysis. As noted in b5, neither the index surgery date nor the revision surgery date for the screw fracture were provided. The part number was not provided either. Multiple good-faith efforts to obtain additional information were made, but no response was received. No x-rays of the reported post-operative screw fracture were provided. No definitive root cause could be established. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components. Postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On 08 dec 2025, seaspine/ orthofix was made aware of a post-operative screw fracture related to the mariner mis posterior fixation spinal system. It was reported that a revision surgery was performed to correct the screw fracture. Neither the index surgery date nor the revision surgery date for the screw fracture were provided. After the revision surgery, it was reported that a pointlock set screw backed out/loosened post-operatively which required an additional revision surgery. This report is being filed to document the initial post-operative screw fracture. See 3012120772-2025-00072 and 3012120772-2025-00073 for details on the post-operative set screw back out /loosening.